Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing techniques. The date for this visit has not yet been set. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The instruction for use states, "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure that endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 7, cleaning, disinfection, and sterilization procedures. Reprocess not only the external surface of the endoscope but also all channels." Please cross reference MFR numbers; 2951238-2015-00504, 2951238-2015-00505, and 2951238-2015-00507.

Event description:
Olympus was informed that four patients developed pseudomonas infection after undergoing a cystoscopy procedure. The user facility reported that two to three days after the procedure, the four patients returned to the facility with the same symptom of burning during urination (urinary tract infection). Urine samples were collected from all four patients, and all tested positive for pseudomonas. Antibiotics were immediately administered to the four patients. All four patients tested negative post antibiotics and are doing well. The user facility reported that the scope was cleaned with revitalox resert. No further information was provided. This is three of four reports.